Manufacturer narrative:
In 2012, the patient received left tmj implants, and in 2013 she received right tmj implants. In 2014, the patient developed persistent pain and swelling and underwent a washout of her left tmj, but this did not resolve her symptoms. In 2016, a biopsy was taken and the cultures tested positive for p. Acnes and coagulase negative staph. The left tmj devices were subsequently removed in (B)(6) 2016, and an antibiotic placer was placed. Once the infection had resolved, revision implants were placed in (B)(6) 2017. The patient's symptoms returned in 2018, and on (B)(6) 2018, the surgeon removed the patient's left tmj devices and placed an antibiotic spacer. The surgeon plans on placing revision components once the infection has been resolved.

Event description:
The patient's left tmj devices were removed due to infection.